Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024. A covid-19 antigen test (brand unknown) was performed, which provided a negative result. The patient was reported to have been asymptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction: h6: replaced b15 with b11. H11: results of the investigation added to the narrative. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m891680 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m891680, test base part number 192-430 / lot m891680. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m891680 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference and cross-contamination. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024. A covid-19 antigen test (brand unknown) was performed, which provided a negative result. The patient was reported to have been asymptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
Correction: d9 - date returned to mfg null: ni to na. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024. A covid-19 antigen test (brand unknown) was performed, which provided a negative result. The patient was reported to have been asymptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.